Event description:
It was reported to MFR that the vns patient's device revealed high lead impedance, dcdc=7, on both normal mode and systems diagnostic tests at a recent routine follow up visit. The nurse noted that the pt did have a few seizures with falls prior to obtaining the high lead impedance reading, however, it is unk if these falls contributed to the event. X-rays were taken and sent to MFR for review, and no gross lead discontinuities or other obvious causes for the high impedance were identified. The pt has not reported any adverse events, such as painful stimulation or increase in seizures. The physician has opted to keep the device on and monitor the patient's seizure activity at this time.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received that the patient's device was disabled in 2012 due to abnormal diagnostics. It was noted that the patient had good seizure control therefore no further action was taken for the malfunctioning device prior to 2012.